Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer was troubleshooting an issue with qc results for elecsys hcg + beta test system (hcg) on the cobas 6000 e 601 module and retested patient samples. All of the patient hcg results agreed with the previous result, except for one patient sample. The initial hcg result had been 974 iu/l and was reported to the physician. The sample was repeated with an hcg result of 0.1 iu/l (<2 iu/l). The sample was tested on another e 601 module and the hcg result was 0.7 iu/l (<2 iu/l). The same primary tube was used for all testing. There was no allegation of an adverse event. The hcg reagent lot number was 240444. The expiration date was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.